Event description:
On or about (B)(6) 2014, the consumer was utilizing the shower chair and/or shower bench, when he went to lift his leg to wash it, and the chair's leg gave, slipping underneath him and causing him to fall. As a result of the incident, the consumer aggravated his problems from his back surgery.